Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, both the right atrial (ra) lead and right ventricular (rv) leads dislodged. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.